Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-08061. Same patient as MDR ID# 2134265-2012-01781 and 2134265-2012-01780. It was reported that post a stenting treatment procedure, the patient expired. (B)(6) 2010 - the patient underwent the index procedure with the deployment of two drug-eluting stents (2.75x16mm and 3.5x24mm) taxus liberte stents to the second obtuse marginal branch segment. Post procedural residual stenosis was 0% with timi 3 flow. (B)(6) 2012 - the patient presented with ischemic cardiomyopathy. The patient later expired. The cause of death was not provided.

Event description:
It was further reported that during the index procedure two lesions were treated. A new 90% stenosed lesion and the other was 99% in-stent restenosis. The patient was hospitalized at an outside hospital at the time of death. No release forms have been signed and records can not be obtained from the outside hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the patient presented with ischemic cardiomyopathy and the cause of death was unknown, however, it should have stated that the patients' immediate cause of death was cardiac arrest and underlying causes were ischemic cardiomyopathy and severe coronary artery disease.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: patient age at time of event, patient sex, patient identifier and patient code. Correction: describe event or problem corrected. (B)(4).